Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. All available information for conducting this investigation was collected and no follow-up attempts will be performed.

Event description:
It was reported that the patient started having low flows, pump off, and low speed advisories on (B)(6) 2025. There was concern for short to shield or phase to phase. Log files were submitted for review and captured 24 pump stops and 9 low speed advisories beginning at 7:32 pm on 13jan2025. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. X-rays were provided and there appeared to be a few potential suspect areas on the external portion of the driveline.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported pump stops which were consistent with suspected driveline damage. The submitted log file contained events spanning from (B)(6) 2025, per the timestamps. The pump¿s fixed speed was set to 10200 revolutions per minute (rpm) with a low-speed limit of 9800 rpm. On (B)(6) 2025 at 19:32, the pump began struggling to maintain the set speed while the system controller was connected to the power module, stopping several times. The pump restarted and maintained the set speed when the controller was connected to 14v batteries. The abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The customer submitted 10 x-ray images for analysis. The images collectively captured the entire length of the driveline. Areas of suspected driveline compromise were noted near the controller connector and driveline exit site. Kinking of the external driveline was noted near the exit site. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.